Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced pelvic pain, urinary frequency, urgency, possible intestinal cystitis and chronic constipation. A bladder hydrodistention and pelvic floor botox injections were performed.